Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 14.8 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and no adverse event reported. Replacement was sent.

Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 14.8 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.